Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call, the insulin pump kept alarming no delivery and she changed everything three times. Customer's blood glucose was 261 mg/dl. Troubleshooting was performed on the insulin pump with current new reservoir and infusion set; it determined the insulin pump was working as designed. Customer was advised the alarm was caused by an infusion set/reservoir occlusion. Once troubleshooting was completed the customer did another bolus in the air and the insulin pump alarmed no delivery and no insulin exited. Customer then changed the infusion set and reservoir, ran a fixed prime, and insulin did exit. Customer agreed to return a reservoir for analysis.